Event description:
It was reported by a company rep that high lead impedance was received in the operating room after a vns pt underwent generator replacement surgery due to end of service. The surgeon did not proceed with the full replacement as the funds were not provided for a full system change. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.